Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model sedr01, implantable pulse generator (ipg), implanted 2008 (B)(6); model 402452, implantable pacing lead, implanted 1997 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a warning. There was low impedance count and noise on the ra lead. No reprogramming or intervention was taken on the lead, and it remains in use. No patient complications have been reported as a result of this event.